Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I via a manufacturer¿s representative (rep). The rep reported that the patient went from charging every 2 weeks to every 4 days. The rep reported that the battery life decreased. The rep reported that the patient¿s battery went into overdischarge a year ago. No further complications were reported.